Manufacturer narrative:
The customer¿s report that the tubing separated from the silicone segment/fitment and leaked was confirmed. The silicone pumping segment was separated from the lower fitment; during visual inspection it was observed immediately that the silicone segment p/n 12088541 was completely separated from the lower fitment p/n tc10006063. The silicone segment was not returned with the suspect. No functional testing or dimensional testing could be performed as only partial set was provided by the customer. The root cause was not confirmed.

Event description:
The customer reported that during an infusion of tacrolimus for a bone marrow transplant, there was a delay in care when the tubing separated from the silicone segment/fitment and leaked. Although requested no further information has been received.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Although requested, patient demographics not provided.

Event description:
The customer reported that during an infusion of tacrolimus for a bone marrow transplant, there was a delay in care when the tubing separated from the silicone segment/fitment and leaked. Although requested no further information has been received.